Manufacturer narrative:
At this time, the product has not been returned.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to dislodgement. The patient was reported to be bleeding too much, not product related and the physician decided to suture the lead down and preferred to use another lead instead of repositioning. The lead was replaced and the issue was solved. No adverse patient effects were reported. The lead is not expected to return.